Event description:
The elderly patient presented to the emergency department with superior vena cava syndrome with right internal jugular vein occlusion and possible left sided thrombosis in the brachiocephalic vein, needing emergent intubation for airway occlusion secondary to swelling. An oral endotracheal tube (ett) fastener was applied. The patient was extubated two days later and when the ett fastener was removed, under the adhesive barrier, patient had a 5 (length) x 2 (width) cm deep tissue injury (purple area of discolored intact skin). A pressure ulcer huddle was conducted and contributing risk factors were identifed as age (75 or older) and malnutrition. The root cause was identified as being device-related from the ett fastener/holder. The action plan and recommendation was for regular inspection of devices and documentation in the electronic medical record per protocol. The wound and ostomy nurse was called in for a consult and treatment plan. The patient's deep tissue injury on the right cheek had no impact on patient's length of stay or compromise to patient's overall condition.the brown color of the adhesive pads can not allow even minor inspection below without peeling off the fixation points. It is too bad that the material is not clear and able to allow a degree of visualization of the patient's skin below. Periodic inspection is definitely curtailed by this device. Furthermore, clinicians believe the device may contribute to the skin breakdown process by occluding air to the skin, and adhesive removal problems with thinner skinned patients.